Event description:
It was reported that the pump touch screen was unresponsive. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.